Event description:
New information received indicates that programming changes were previously made. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, post-paced t-wave oversensing was observed. The patient was stable. Programming changes were recommended.